Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and tissue/blood visible on it. Once extended, the helix was visibly bent. The lead was damaged during the implant attempt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. B)(4).

Event description:
It was reported that during implant of the right atrial (ra) lead the helix seemed bent before deploying the lead and after removing the lead the physician was not able to get the helix to retract. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.